Event description:
It was reported that the patient developed an infection. Redness and swelling were observed. The ICD system including the right ventricular (rv), left ventricular (lv), and right atrial (ra) leads were explanted. The patient was discharged from the hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Patient code: 1930, 4577, 1840. Device code: 4001. Referencing reports: mw5179853 and mw5179855.